Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set had foreign matter the following information was received by the initial reporter with the following verbatim. Patient receiving ivig went to change bottle spiked it and a piece of the rubber from the top of bottle went into the chamber. Stopped infusion and changed tubing.

Manufacturer narrative:
The customer reported rubber from the medication bottle got into the drip chamber, and returned one set of material 2204-0007, lot 24036353. The set was examined, and the complaint was verified. Once the rubber inadvertently got into the drip chamber, the customer made the correct decision and changed the tubing. No issue was found with the tubing or the spike, this is just a one-off case. The root cause for the issue is related to the way in which the customer spiked the tubing. Device history record review for model 2204-0007 lot number 24036353 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.